Event description:
Additional information was received indicating the device was successfully able to be paired by deleting and re-downloading application on the phone. There was no indication that the performance of the device caused nor contributed to the inability to interrogate and there was no allegation on the device. The patient was in stable condition.

Event description:
It was reported that during a remote follow up, the device was unable to be interrogated. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.